Event description:
Hudson adapter is stripped.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: the product associated with this reported event was not returned for examination. A search of the complaint database found additional reports of hudson adapter damage leading to the inability to secure a mating reamer. The previous reports were investigated and the root cause attributed to product wear out. The investigation could not draw any conclusions about the current reported event without the product to examine. Based on the inability to confirm the reported concern or identify the root cause investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.